Manufacturer narrative:
Approximate age of the device is 1 year and 10 months. The event occurred at (B)(6) hospital. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted from (B)(6) 2015 due to lower gastrointestinal tract bleeding. The patient's inr was 2.7 and at the time of the event, the patient was on warfarin and aspirin. During the admission no transfusions were required, however, an endoscopy was performed. The cause for the bleeding was reported as unknown. No further information was provided.